Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification . The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR# 2134265-2017-08878, 2134265-2017-08948, and 2134265-2017-08942. It was reported that hypotension, bradycardia, cardiac arrest and death occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 18 mm x 3 mm, concentric, denovo, target lesion was located in a non tortuous, severely calcified mid left anterior descending artery (lad). Following rotablation with a 1.50 mm rotalink¿ plus there was slow flow. Medication was administered and timi-3 restored. The lesion was successfully stented with a 3.00 x 28 mm promus element¿ plus. A 12 x 3.00 mm nc quantum apex¿ balloon catheter and a 2.00 x 12 mm maverick²¿ balloon catheter were used during the procedure. The patient was moved to the intensive care unit and while there developed hypotension followed by bradycardia. The patient went into cardiac arrest and died.